Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right atrial (ra) lead after the implant procedure. Technical services (ts) was consulted and discussed stored data and noted there was a signal artifact monitor (sam) event as well as the devices lead safety switch (lss) was triggered due to the high out of range impedance measurements. Additionally, oversensing of noisy signals was noted. The device was reprogrammed to bipolar sensing vector. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right atrial (ra) lead after the implant procedure. Technical services (ts) was consulted and discussed stored data and noted there was a signal artifact monitor (sam) event as well as the devices lead safety switch (lss) was triggered due to the high out of range impedance measurements. Additionally, oversensing of noisy signals was noted. The device was reprogrammed to bipolar sensing vector. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the patient was examined and all measurements were within range. This device remains in service. No adverse patient effects were reported.